Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. Blood was also observed on the harvesting tool handle and toggle. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw. The wire remained attached at the tip and the base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the reported failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 cutting wire came separated from the jaws. A replacement was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 cutting wire came separated from the jaws. A replacement was used to complete the case. There was no patient consequence reported.